Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report # 3002808486-2015-00056. All future medwatch reports concerning this event will be refered to manufacturer report # 3002808486-2015-00056 and this event submitted under manufacturer report # 3002808486-2015-00152 will be closed/cancelled. Manufacturer reference: (B)(4). Lot# unknown as information was not provided; catalog# unknown, but referred to as a cook celect ivc filter; expiration date unknown as lot# is unknown. PMA/510(k) is unknown but could be (B)(4). This event will be refered to manufacturer report # 3002808486-2015-00056. Corrected data compared to maude event report mw5045126. Adverse event and product problem: life-threatening, hospitalization, required intervention, (B)(6) 2015. Investigation is still in progress.

Event description:
Description according to complainant (see attached maude report mw5045126) the patient presented to a medical center 2007 with symptoms consistent with clot/pe. Test results showed a non-occlusive clot in the leg. V-q scan showed moderate probability of pe. A chest x-ray was not ordered due to symptoms already consistent with pe. The patient was treated with anti-coagulants until 2013. At that time, in preparation for roux-en-y gastric bypass, the patient underwent testing to find out if clot was the result of specific circumstances or whether genetic clotting risks were present. Testing was negative for genetic clotting risks. At the recommendation of the surgeon, the patient was implanted with a cook celect ivc filter in 2008. Post-implantation imaging showed correct placement of the filter. There was no discussion of removal at any point in time. No further symptoms/issues with clots or filters until 2015. In 2015 the patient began experiencing episodic pain in the lower right flank, radiating straight through the body to the lower right abdomen and radiating down to the right side of the groin. The pain rapidly worsened and increased in frequency, so that the pain was constant and so severe that the patient could not work, and the patient presented that way a to the hospital. A CT-scan (w/o contrast) showed the ivc filter had perforated the vena cava in several places. One strut appeared to contact the right ureter. Another strut perforated the l3 vertebra had fractured outside of the vena cava. There was osteolysis around the strut remaining the l3 vertebra. A CT-urogram revealed that the strut was not actually in contact with the right ureter - just very close to it. The patient and mother were told by the attending provider that all of the struts was also either perforating the duodenum or was making contact with the duodenum, and that one of the struts was very close to the abdominal aorta. The patient was transferred to another hospital (the interventional radiology team did not feel they could attempt removal of the filter without causing death). In 2015 interventional radiologists attempted a removal of the ivc filter with the traditional snare/hook/lasso procedure, accessing the vena cava via the external jugular. The interventional radiologists were unsuccessful in the attempt because when they got to the ivc filter, they discovered it was tilted and leaning into the endothelial lining of the vein and had some sort of bio-film over the hook. Plans were made for a second attempt. Instead, the patient flew to another hospital to see an interventional radiologist trained in the use of the excimer laser. In that doctor's report, he noted that all four primary struts and at least one secondary strut had perforated the vena cava, and that one of the primary struts had perforated the l3 vertebra and had fractured outside of the vein. The ivc filter was successfully removed using the snare, forceps, and excimer laser, except for the piece embedded in the l3 vertebra, which remains today. A CT scan post-removal showed that there was growth of tissue or bone over the opening where the strut perforated the l3 vertebra and the patient was advised it was too dangerous to attempt to remove the strut that remains in the l3 vertebra. At all times prior to the successful removal of the filter, the patient was on extremely high doses of narcotics with little pain relief. Pain resolved immediately after filter was removed. The patient was unable to take prescribed medication for narcolepsy, which is extremely disabling, due to the medicine being contraindicated while using narcotics. Patient outcome: the ivc filter was successfully removed using the snare, forceps, and excimer laser, except for the piece embedded in the l3 vertebra, which remains today.

Manufacturer narrative:
(B)(4). Catalog# unknown, but referred to as a cook celect ivc filter. PMA/510(k) is unknown but could be k061815 or k073374. Corrected data compared to maude event report mw5045126. Adverse event and product problem. Life-threatening, hospitalization, required intervention. Investigation is still in progress.

Event description:
Description according to complainant. The patient presented to a medical center 2007 with symptoms consistent with clot/pe. Test results showed a non-occlusive clot in the leg. V-q scan showed moderate probability of pe. A chest x-ray was not ordered due to symptoms already consistent with pe. The patient was treated with anti-coagulants until 2013. At that time, in preparation for roux-en-y gastric bypass, the patient underwent testing to find out if clot was the result of specific circumstances or whether genetic clotting risks were present. Testing was negative for genetic clotting risks. At the recommendation of the surgeon, the patient was implanted with a cook celect ivc filter in 2008. Post-implantation imaging showed correct placement of the filter. There was no discussion of removal at any point in time. No further symptoms/issues with clots or filters until 2015. In 2015 the patient began experiencing episodic pain in the lower right flank, radiating straight through the body to the lower right abdomen and radiating down to the right side of the groin. The pain rapidly worsened and increased in frequency, so that the pain was constant and so severe that the patient could not work, and the patient presented that way a to the hospital. A CT-scan (w/o contrast) showed the ivc filter had perforated the vena cava in several places. One strut appeared to contact the right ureter. Another strut perforated the l3 vertebra had fractured outside of the vena cava. There was osteolysis around the strut remaining the l3 vertebra. A CT-urogram revealed that the strut was not actually in contact with the right ureter - just very close to it. The patient and mother were told by the attending provider that all of the struts was also either perforating the duodenum or was making contact with the duodenum, and that one of the struts was very close to the abdominal aorta. The patient was transferred to another hospital (the interventional radiology team did not feel they could attempt removal of the filter without causing death). In 2015 interventional radiologists attempted a removal of the ivc filter with the traditional snare/hook/lasso procedure, accessing the vena cava via the external jugular. The interventional radiologists were unsuccessful in the attempt because when they got to the ivc filter, they discovered it was tilted and leaning into the endothelial lining of the vein and had some sort of bio-film over the hook. Plans were made for a second attempt. Instead, the patient flew to another hospital to see an interventional radiologist trained in the use of the excimer laser. In that doctor's report, he noted that all four primary struts and at least one secondary strut had perforated the vena cava, and that one of the primary struts had perforated the l3 vertebra and had fractured outside of the vein. The ivc filter was successfully removed using the snare, forceps, and excimer laser, except for the piece embedded in the l3 vertebra, which remains today. A CT scan post-removal showed that there was growth of tissue or bone over the opening where the strut perforated the l3 vertebra and the patient was advised it was too dangerous to attempt to remove the strut that remains in the l3 vertebra. At all times prior to the successful removal of the filter, the patient was on extremely high doses of narcotics with little pain relief. Pain resolved immediately after filter was removed. The patient was unable to take prescribed medication for narcolepsy, which is extremely disabling, due to the medicine being contraindicated while using narcotics.